Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. There had been hair foreign matter was immediately noticed once opening the package, when preparing for surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: 1 unopened pack (th105/w2512) was returned for evaluation. The return sample has been evaluated by appearance and seal leak test, there is no channel on seal margin, therefore, the sterile barrier is intact. After reviewed the DHR, this lot was manufactured on old overwrap machine (#032003). This hair would have fallen out during the feeding process as the feeding material operator will check the appearance of product before feed the product on production line, and after then, the collecting material operator was not find the defect and pick out this pack during appearance inspection. Now, old overwrap machines were retired and replaced by new overwrap machines. In the feeding step, the difference between the old machines and the new machines is that the new machines use the feeding rack, and the feeding operator does not put the material directly on the machine, reducing the risk of hair falling during the feeding process. Since this defect was an occasional incident and the old machines were retired, awareness training was conducted for the accident operators and all overwrap operators to communicated this complaint with operators and emphasizing the requirement of cover hair and appearance inspection by collecting material operators.